Event description:
The customer reported that the pt was unable to trigger assist breaths in assist/control mode. No pt injury reported. Respironics svc technician inspected the unit and found that the check valve cv4 was separated at the hinge. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.